Manufacturer narrative:
Eval summary: the complaint does not allege an issue with the liner, only that due to the subsidence of an unk stem a spacer was needed. It is possible that surgeon was concerned about the condition of the locking mechanism so they elected to use a new liner. Surgical notes were not provided, with the info provided an exact cause cannot be determined. Eval: the poly liner was autoclaved prior to shipment, therefore it was not dimensionally analyzed. The visual examination of the liner indicates a liner with little evidence it was used other than a slight deformation to the locking mechanism. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that during impaction of the liner, the stem subsided. Due to the subsidence, the surgeon removed the liner and added a spacer and used a new liner.